Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's personal therapy manager (ptm) displayed code 8476, indicative of a motor stall. The pump was going to be replaced on the morning of (B)(6) 2019. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2019-oct-11. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found damage to the anchor that is consistent with explant damage. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that they were unsure of the patient's weight. It was noted that the pump was sent to the lab, and will be sent back to manufacturer once the lab is finished with it. No further complications were reported/anticipated.